Manufacturer narrative:
K011375. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Analysis and results: there are three previous complaints of the same code-batch regarding the same issue. We manufactured and distributed in the market 5,004 units of this code-batch. There are no units in our stock. We have received one open and unused sample with the needle detached from the thread, and the thread is not wound on the pack. Without any closed sample we cannot carry out an analysis in order to take a decision. However, taking into account that there are previous complaints of this code-batch regarding the same issue and the defective sample received, we consider that the complaint to be confirmed. Reviewed the batch manufacturing record, there are no incidences related to this issue and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: we conclude that the complaint is confirmed by evidence of the failure in the open and unused sample received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for one box of product as compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with monosyn violet suture. The client reported that when opening the package, was found that the needle is not attached in the cardboard, it is hanging loose.